Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle after a diagnostic angiogram procedure with a 6f sheath. Reportedly, the device could not be inserted into the anatomy. It felt very sticky and tacky as if the coating was not on the sheath and tip. The device was not used. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.